Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 15-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011 essure (fallopian tube occlusion insert) was inserted. The placement procedure lasted 1 minute and she had complications during insertion. Only one essure was placed into fallopian tube. Four months after insertion, the consumer started experiencing gastro-intestinal complaints, pain in head, lower back pain, neuralgia, arthralgia and cramps, tiredness, hair problems, tooth problems, and tingling. It was stated that she contacted a doctor and that a treatment was planned. Blood test and nuclear magnetic resonance imaging (MRI) were performed and nothing was found. An unspecified treatment was performed and she reported that her ovaries must be removed. The influence of essure in her daily life included work-related problems, problems with movements and social activities and happiness. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had cramps (interpreted as abdominal pain lower). Abdominal pain lower is listed in the reference safety information for essure. Since essure may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (work-related problems, problems with movements and social activities and happiness) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 30-sep-2016: this adverse event report is related to a ptc and the bayer (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred terms: abdominal pain lower: the analysis in the global safety database revealed 223 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had cramps (interpreted as abdominal pain lower). Abdominal pain lower is listed in the reference safety information for essure. Since essure may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (work-related problems, problems with movements and social activities and happiness) and since no further information will be obtained, the case was conservatively regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 14-mar-2017: no further information expected. Case closure (final report). Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had cramps (interpreted as abdominal pain lower). Consumer had follow-up treatments and the xenobiotic material was removed. Upon receipt of follow-up information, this case became legal. Abdominal pain lower is anticipated in the reference safety information for essure. As essure may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (work-related problems, problems with movements and social activities and happiness) and as device removal was required, this case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information is awaited.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 23-jan-2017: potential legal case; reporter's information; patient's information; essure start dates; and action taken with essure (removal). Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and had cramps (interpreted as abdominal pain lower). Consumer had follow-up treatments and the xenobiotic material was removed. Upon receipt of follow-up information, this case became legal. Abdominal pain lower is anticipated in the reference safety information for essure. As essure may cause abdominal pain and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. Considering that essure influenced her daily life (work-related problems, problems with movements and social activities and happiness) and as device removal was required, this case was regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Manufacturer narrative:
This case was initially received via regulatory authority (igz - inspectie voor de gezondheidszorg, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 06-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a 36-year-old female patient who had essure (batch no. 806698, 50512915) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("placement on one side only"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria disability and intervention required), back pain ("lower back pain"), gastrointestinal disorder ("gastro-intestinal complaints"), headache ("pain in head"), neuralgia ("neuralgia"), arthralgia ("arthralgia"), fatigue ("tiredness"), hair disorder ("hair problems"), tooth disorder ("tooth problems") and paraesthesia ("tingling"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the abdominal pain lower, back pain, complication of device insertion, gastrointestinal disorder, headache, neuralgia, arthralgia, fatigue, hair disorder, tooth disorder and paraesthesia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, complication of device insertion, fatigue, gastrointestinal disorder, hair disorder, headache, neuralgia, paraesthesia and tooth disorder with essure. The reporter commented: on (B)(6) 2011 the patient underwent the essure sterilization method. Also stated that because of the complaints patient was being impeded in her normal daily functioning. Amendment: the report was amended for the following reason: lot numbers were added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz - inspectie voor de gezondheidszorg, reference number: 1035180) on (B)(6) 2016. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a 36-year-old female patient who had essure (batch no. 806698, 50512915) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("placement on one side only"). In august 2011, the patient experienced abdominal pain lower (seriousness criteria disability and intervention required), back pain ("lower back pain"), gastrointestinal disorder ("gastro-intestinal complaints"), headache ("pain in head"), neuralgia ("neuralgia"), arthralgia ("arthralgia"), fatigue ("tiredness"), hair disorder ("hair problems"), tooth disorder ("tooth problems") and paraesthesia ("tingling"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the abdominal pain lower, back pain, complication of device insertion, gastrointestinal disorder, headache, neuralgia, arthralgia, fatigue, hair disorder, tooth disorder and paraesthesia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, complication of device insertion, fatigue, gastrointestinal disorder, hair disorder, headache, neuralgia, paraesthesia and tooth disorder with essure. The reporter commented: on (B)(6) 2011 and (B)(6) 2011 the patient underwent the essure sterilization method. Also stated that because of the complaints patient was being impeded in her normal daily functioning. Lot number: 50512915 manufacture date: 2010-04 expiration date: 2013-04 . Lot number: 806698 manufacture date: 2010-11 expiration date: 2013-11 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 04-aug-2016. The most recent information was received on 06-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("placement on one side only"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria disability and intervention required), back pain ("lower back pain"), gastrointestinal disorder ("gastro-intestinal complaints"), headache ("pain in head"), neuralgia ("neuralgia"), arthralgia ("arthralgia"), fatigue ("tiredness"), hair disorder ("hair problems"), tooth disorder ("tooth problems") and paraesthesia ("tingling"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the abdominal pain lower, back pain, complication of device insertion, gastrointestinal disorder, headache, neuralgia, arthralgia, fatigue, hair disorder, tooth disorder and paraesthesia outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, arthralgia, back pain, complication of device insertion, fatigue, gastrointestinal disorder, hair disorder, headache, neuralgia, paraesthesia and tooth disorder with essure. The reporter commented: on (B)(6) 2011 the patient underwent the essure sterilization method. Also stated that because of the complaints patient was being impeded in her normal daily functioning. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: this report was also provided by lawyer. After internal review, second episode of complication of device insertion was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz - inspective voor de gezondheidszorg, reference number: (B)(4) on 04-aug-2016. The most recent information was received on 16-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a 36-year-old female patient who had essure (batch no. 806698, 50512915) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("placement on one side only"). In 2011, the patient experienced abdominal distension ("bloated abdomen"), pruritus ("itching"), breast pain ("pain in her breasts"), hypoaesthesia ("numbness in her arms and legs"), hyperhidrosis ("excessive perspiration"), peripheral swelling ("swollen legs and feet"), acne ("acne"), dysgeusia ("metallic taste"), insomnia ("insomnia"), painful hips ("stabbing pain in her hips"), myalgia ("muscle pain"), neck pain ("neck pain"), irritability ("irritability"), visual impairment ("problems with her vision"), disturbance in attention ("concentration problems"), memory impairment ("forgetfulness") and immune system disorder ("problems with her immune system") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria disability and intervention required), back pain ("lower back pain"), headache ("pain in head"), gastrointestinal disorder ("gastro-intestinal complaints / bowel problems"), neuralgia ("neuralgia"), arthralgia ("arthralgia / joint pain"), fatigue ("tiredness"), alopecia ("hair loss"), tooth disorder ("tooth problems/ dental problems") and paraesthesia ("tingling"). The patient was treated with surgery (removal of essure and fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, abdominal distension, back pain, pruritus, headache, complication of device insertion, gastrointestinal disorder, breast pain, neuralgia, arthralgia, fatigue, alopecia, tooth disorder, paraesthesia, hypoaesthesia, hyperhidrosis, weight increased, peripheral swelling, acne, dysgeusia, insomnia, painful hips, myalgia, neck pain, irritability, visual impairment, disturbance in attention, memory impairment and immune system disorder outcome was unknown. The reporter provided no causality assessment for complication of device insertion and paraesthesia with essure. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, back pain, breast pain, disturbance in attention, dysgeusia, fatigue, gastrointestinal disorder, headache, hyperhidrosis, hypoaesthesia, immune system disorder, insomnia, irritability, memory impairment, myalgia, neck pain, neuralgia, painful hips, peripheral swelling, pruritus, tooth disorder, visual impairment, weight increased and arthralgia to be related to essure. The reporter commented: on (B)(6) 2011 and (B)(6) 2011 the patient underwent the essure sterilization method, she began to have symptoms almost immediately thereafter. After the essure removal surgery, most of the symptoms disappeared. She still seems to be prone to viruses and allergic reactions, but she is doing better now. Lot number: 50512915 manufacture date: 2010-04 expiration date: 2013-04. Lot number: 806698 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: reporter, essure removal date and events excessive perspiration, itching, weight gain, bloated abdomen, swollen legs and feet, insomnia, hair loss, stabbing pain in her hips, muscle pain, neck pain, irritability, dental problems, problems with her vision, numbness in her arms and legs, concentration problems, metallic taste, acne, forgetfulness, pain in her breasts and problems with her immune system added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz - inspectie voor de gezondheidszorg, reference number: (B)(4) on 04-aug-2016. The most recent information was received on 31-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a 36-year-old female patient who had essure (batch no. 806698, 50512915) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("placement on one side only"). In 2011, the patient experienced abdominal distension ("bloated abdomen"), pruritus ("itching"), breast pain ("pain in her breasts"), hypoaesthesia ("numbness in her arms and legs"), hyperhidrosis ("excessive perspiration"), peripheral swelling ("swollen legs and feet"), acne ("acne"), dysgeusia ("metallic taste"), insomnia ("insomnia"), painful hips ("stabbing pain in her hips"), myalgia ("muscle pain"), neck pain ("neck pain"), irritability ("irritability"), visual impairment ("problems with her vision"), disturbance in attention ("concentration problems"), memory impairment ("forgetfulness"), immune system disorder ("problems with her immune system"), muscle spasms ("cramps"), bowel movement irregularity ("problems with her bowel movements"), amnesia ("amnesia") and breast pain female ("pain in her breasts") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria disability and intervention required), back pain ("lower back pain"), headache ("pain in head"), gastrointestinal disorder ("gastro-intestinal complaints / bowel problems"), neuralgia ("neuralgia"), arthralgia ("arthralgia / joint pain"), fatigue ("tiredness"), alopecia ("hair loss"), tooth disorder ("tooth problems/ dental problems") and paraesthesia ("tingling"). The patient was treated with surgery (removal of essure and fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, abdominal distension, back pain, pruritus, headache, complication of device insertion, gastrointestinal disorder, breast pain, neuralgia, arthralgia, fatigue, alopecia, tooth disorder, paraesthesia, hypoaesthesia, hyperhidrosis, weight increased, peripheral swelling, acne, dysgeusia, insomnia, painful hips, myalgia, neck pain, irritability, visual impairment, disturbance in attention, memory impairment, immune system disorder, muscle spasms, bowel movement irregularity, amnesia and breast pain female outcome was unknown. The reporter provided no causality assessment for complication of device insertion and paraesthesia with essure. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, amnesia, back pain, bowel movement irregularity, breast pain, disturbance in attention, dysgeusia, fatigue, gastrointestinal disorder, headache, hyperhidrosis, hypoaesthesia, immune system disorder, insomnia, irritability, memory impairment, muscle spasms, myalgia, neck pain, neuralgia, painful hips, peripheral swelling, pruritus, tooth disorder, visual impairment, weight increased, arthralgia and breast pain female to be related to essure. The reporter commented: on (B)(6) 2011 and (B)(6) 2011 the patient underwent the essure sterilization method, she began to have symptoms almost immediately thereafter. After the essure removal surgery, most of the symptoms disappeared. She still seems to be prone to viruses and allergic reactions, but she is doing better now. Lot number: 50512915 manufacture date: 2010-04 expiration date: 2013-04. Lot number: 806698 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: the following events were added: problems with her bowel movements, amnesia, cramps, pain in her breasts. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz - inspectie voor de gezondheidszorg, reference number: (B)(4)) on 04-aug-2016. The most recent information was received on 31-dec-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a 36-year-old female patient who had essure (batch no. 806698, 50512915) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, the patient experienced complication of device insertion ("placement on one side only"). In 2011, the patient experienced abdominal distension ("bloated abdomen"), pruritus ("itching"), breast pain ("pain in her breasts"), hypoaesthesia ("numbness in her arms and legs"), hyperhidrosis ("excessive perspiration"), peripheral swelling ("swollen legs and feet"), acne ("acne"), dysgeusia ("metallic taste"), insomnia ("insomnia"), painful hips ("stabbing pain in her hips"), myalgia ("muscle pain"), neck pain ("neck pain"), irritability ("irritability"), visual impairment ("problems with her vision"), disturbance in attention ("concentration problems"), memory impairment ("forgetfulness"), immune system disorder ("problems with her immune system"), muscle spasms ("cramps"), bowel movement irregularity ("problems with her bowel movements"), amnesia ("amnesia") and breast pain female ("pain in her breasts") and was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced abdominal pain lower (seriousness criteria disability and intervention required), back pain ("lower back pain"), headache ("pain in head"), gastrointestinal disorder ("gastro-intestinal complaints / bowel problems"), neuralgia ("neuralgia"), arthralgia ("arthralgia / joint pain"), fatigue ("tiredness"), alopecia ("hair loss"), tooth disorder ("tooth problems/ dental problems") and paraesthesia ("tingling"). The patient was treated with surgery (removal of essure and fallopian tubes). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, abdominal distension, back pain, pruritus, headache, complication of device insertion, gastrointestinal disorder, breast pain, neuralgia, arthralgia, fatigue, alopecia, tooth disorder, paraesthesia, hypoaesthesia, hyperhidrosis, weight increased, peripheral swelling, acne, dysgeusia, insomnia, painful hips, myalgia, neck pain, irritability, visual impairment, disturbance in attention, memory impairment, immune system disorder, muscle spasms, bowel movement irregularity, amnesia and breast pain female outcome was unknown. The reporter provided no causality assessment for complication of device insertion and paraesthesia with essure. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, amnesia, back pain, bowel movement irregularity, breast pain, disturbance in attention, dysgeusia, fatigue, gastrointestinal disorder, headache, hyperhidrosis, hypoaesthesia, immune system disorder, insomnia, irritability, memory impairment, muscle spasms, myalgia, neck pain, neuralgia, painful hips, peripheral swelling, pruritus, tooth disorder, visual impairment, weight increased, arthralgia and breast pain female to be related to essure. The reporter commented: on (B)(6)2011 the patient underwent the essure sterilization method, she began to have symptoms almost immediately thereafter. After the essure removal surgery, most of the symptoms disappeared. She still seems to be prone to viruses and allergic reactions, but she is doing better now. Lot number: 50512915 manufacture date: 2010-04 expiration date: 2013-04. Lot number: 806698 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-dec-2020: the following events were added: problems with her bowel movements, amnesia, cramps, pain in her breasts. Amendment: due to internal review last follow up was not received on 31-dec-2020 but on 16-dec-2020. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (igz - inspectie voor de gezondheidszorg, reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramps') in a 36-year-old female patient who had essure (batch no. 806698, 50512915) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced complication of device insertion ("placement on one side only (second insertion on (B)(6)2011)"). In 2011, the patient experienced abdominal distension ("bloated abdomen/bloated stomach"), pruritus ("itching"), breast pain ("pain in her breasts"), hypoaesthesia ("numbness in her arms and legs"), myalgia ("muscle pain"), neck pain ("neck pain/ neck complaints."), hyperhidrosis ("excessive perspiration/transpiration"), peripheral swelling ("swollen legs and feet"), acne ("acne"), dysgeusia ("metallic taste"), visual impairment ("problems with her vision/ problem with her eyesite"), immune system disorder ("problems with her immune system"), bowel movement irregularity ("problems with her bowel movements"), insomnia ("insomnia"), amnesia ("amnesia"), memory impairment ("forgetfulness"), disturbance in attention ("concentration problems/ problem with concentration") and irritability ("irritability") and was found to have weight increased ("weight gain/ she gained weight"). In (B)(6) 2011, the patient experienced abdominal pain lower (seriousness criteria disability and intervention required), back pain ("lower back pain/ back complaints"), headache ("pain in head/headache"), gastrointestinal disorder ("gastro-intestinal complaints / bowel problems/ problem with her bowel movements"), neuralgia ("neuralgia/ nerve pain"), paraesthesia ("tingling"), arthralgia ("arthralgia / joint pain/ stabbing pain in her hips"), fatigue ("tiredness"), alopecia ("hair loss") and tooth disorder ("tooth problems/ dental problems/dental issues"). The patient was treated with surgery (removal of essure and fallopian tubes). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, abdominal distension, back pain, pruritus, headache, complication of device insertion, gastrointestinal disorder, breast pain, neuralgia, paraesthesia, hypoaesthesia, arthralgia, myalgia, neck pain, fatigue, alopecia, tooth disorder, hyperhidrosis, weight increased, peripheral swelling, acne, dysgeusia, visual impairment, immune system disorder, bowel movement irregularity, insomnia, amnesia, memory impairment, disturbance in attention and irritability outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, acne, alopecia, amnesia, arthralgia, back pain, bowel movement irregularity, breast pain, complication of device insertion, disturbance in attention, dysgeusia, fatigue, gastrointestinal disorder, headache, hyperhidrosis, hypoaesthesia, immune system disorder, insomnia, irritability, memory impairment, myalgia, neck pain, neuralgia, paraesthesia, peripheral swelling, pruritus, tooth disorder, visual impairment and weight increased to be related to essure. The reporter commented: on (B)(6) 2011 and (B)(6) 2011 the patient underwent the essure sterilization method, she began to have symptoms almost immediately thereafter. After the essure removal surgery, most of the symptoms disappeared. She still seems to be prone to viruses and allergic reactions, but she is doing better now. Essure lot # 806698 manufacturing release date reported via lawyer: (B)(6) 2010. Lot number: 50512915 manufacture date: 2010-04 expiration date: 2013-04. Lot number: 806698 manufacture date: 2010-11 expiration date: 2013-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: imdrf-FDA synchronization. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.